Manufacturer narrative:
Event occurred on an unknown date in 2021. Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during a distal radius case, the 2.4mm locking screw broke. The shaft of the screw remained in the patient. Surgical and patient outcome are unknown. It is unknown if there was a surgical delay. There is no further information available. This report is for one (1) 2.4mm ti locking scr slf-tpng with stardrive recess 20mm. This is report 1 of 1 for (B)(4).